Event description:
It was reported that a revision surgery was performed. The actual implant was disposed. The surgeon did not fault the device, but contributed the revision to obesity and poor bone stock.